Event description:
Review of obituary indicated that a vns pt had passed away. Follow up with the treating physician revealed that the pt had experienced a seizure, fell and hit her head, and expired. Attempts to obtain add'l info have been unsuccessful to date.